Event description:
It was reported that the device was used during a laparoscopic right hemicolectomy. The device was fired with a gray reload, the device made a cracking sound, and then jammed. It was difficult to open the jaws and was stuck on tissue. The device was removed by physically pulling the triggers open and prying with another endoscopic device. The device was opened enough to remove from the tissue. The device was removed through the trocar, but is still in locked position. Another device was used to complete the case. There was no adverse consequence to the patient. On what tissue type was the device used? Vessel pedicle. At what location on the tissue? Middle colic. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 3rd or 4th. What color cartridge was being used? Gray. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? Cracking. If so, when? During firing. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher during firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? It is of the rep and the surgeon' opinion that he may have fired over a clip and the clip may still be in the device.

Manufacturer narrative:
(B)(4). Pinion axle support. The analysis results found that one ats45 was received instead of an ets45. The device was received with the firing mechanism damaged as the firing trigger was jammed halfway. A reload was loaded in the device. The reload was received partially fired and with cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.